Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted that transesophageal echocardiogram was not used. After the atrial septal puncture, the patient was injected with 6000 units of heparin. A watchman ® access system (was) and 30mm watchman ® laa closure device & delivery system (wds) inserted. Due to a complex axial opening position of the laa, it took about 1 hour to adjust the position of the wds. Another 2000 units of heparin was injected. On the first deployment attempt, the closure device was a little deeper than expected and a full recapture was completed. While flushing the wds they found thrombus on the tip of the catheter. They immediately injected an additional 1000 units of heparin. The closure device procedure was aborted and the patient was monitored for 20 minutes and remained stable with no complications.